Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a lead. It was reported the distal tip of the lead was slightly bent upon opening from a new package. The lead was replaced with a new lead product, same lot and model. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis confirmed that the distal end of the lead was bent. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent at the #0 electrode sleeve. Results code no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Fdc code replaced previous code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code updated from (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Analysis information -- (B)(6) cst pli# 10. Product ID# 3387s-40. Below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis confirmed that the distal end of the lead was bent. {electrical testing of the lead determined that continuity was complete and no electrical shorts were observed between circuits.} electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. {the tip of the lead was bent at the #0 electrode sleeve.} if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.